Event description:
The customer called and stated that on one patient they were getting high results on three different meters compared to the laboratory samples. The meter results also did not compare well with each other. The laboratory is not using dade innovin for their reagent. There were different fingersticks used for each test and those fingersticks were on separate fingers. At 4:00 pm, using strips from strip lot number 20619611, they obtained a result of >8.0 inr on the coagucheck xs meter (B)(4)). At 4:15 pm a venous sample was drawn and the result from the laboratory was 2.26 inr. At 4:30 pm, using strips from strip lot number 20623212, they obtained a result of 6.2 inr on the coagucheck xs meter (B)(4)). At 4:32pm, using strips from strip lot number 20619611, they obtained a result of >8.0 inr on the coagucheck xs meter (B)(4)). At 4:45 pm a venous sample was drawn and the result from the laboratory was 2.23 inr. The customer felt the laboratory results were correct. The patient's medication was not changed and no treatment was received based on any of the meter results. The patient's therapeutic range is 2.0-3.0 inr. The patient does not have any antiphospholipid antibodies. She is not on heparin. The patient is currently feeling okay. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 206196) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. This medwatch is for the strips used to obtain the results at 4:00 pm and 4:32 pm. Please reference the medwatch with identifier (B)(4) for the strips used to obtain the result at 4:30 pm.

Manufacturer narrative:
The customer returned the strips. The returned strips and the retention meter were tested in comparison to a retention meter and master lot strips. All of the inr values were within the specified maximum difference between the measurements. There were no error messages that occurred. The returned and the retention material meets the specification.